Manufacturer narrative:
A patient developed a hematoma shortly after the implantation procedure was completed. The physician took patient back in or and found hematoma at lead site. Leads were cut for patient safety. Anchors and ipg remained implanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31558. It was reported that after a permanent implant procedure, patient experienced a hematoma at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were cut, but the anchors and the ipg remained implanted. The issue was resolved.